Event description:
It was reported that the +3.0 diopter aq5010v three piece silicone lens was ejected swiftly from the cartridge and was torn as the surgeon attempted to insert it. There was no patient contact. The reporter stated the incident was caused by a defective cartridge. This is one of two reports involving this patient. See 2023826-2012-00699.

Manufacturer narrative:
(B)(4). Method: lot order search. Results: a lot order search was performed and there were no similar complaints found. (B)(4).

Manufacturer narrative:
Results - visual inspection of the returned product showed the lens was returned stuck in the cartridge and a piece of the cartridge was torn off and missing. There was evidence of a clear surgical residue. Conclusion - based on the complaint history, lot order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).